Event description:
It was reported that there was a "fissure" in the swan-ganz catheter wall. No pt complications were reported. Follow up indicated that "fissure" means crack.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. A crack/split was found at the proximal edge of the thermal filament (middle form) area. The crack, about .03" long, entered inflation lumen. No other abnormalities were observed from catheter body. Other through lumen were patent without any leakage. CAPA was closed - slit condition. Corrective and preventive actions were implemented in two different ways, extrusion and middle forming. Extrusion improvements include increasing extrusion sample size for wall thickness and outside diameter, implement mold management at extrusion area, develop extrusion fmea, and establish process control at extrusion area. Middle forming improvements include developing middle forming fmes, determine optimum middle forming parameters, implement process control at middle forming operations, determine best middle forming tube orientation to reduce party line, implement and inspection system for middle forming dies and mandrels, implement middle forming mandrel positions and implement a first article inspection for middle forming dies at incoming inspections area.